Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's device was returned for an investigation. The investigation powered on the customer's meter and performed a visual inspection and noticed the display showed several black lines and spots. One large area of lines/spots partially hid the first digit in the results screen, this was immediately visible to the user. The lines/spots were permanently visible after turning on the device. There were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly was found to be defective. Per product labeling, "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact your roche representative."

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. The customer stated that there were black spots in the meter's display. The customer could not confirm if the black spots impeded the results field. The customer stated the black spots could be an issue if the meter were to be used for testing. The customer performed a meter reset, but the issue persisted.